Event description:
Healthcare professional reported right side "capsular contracture baker grade IV". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional later reported right side rupture. The event of capsular contracture, baker grade IV was proven not to have occurred. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as surgical damage. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.